Event description:
Reporter alleged when customer went to routine doctor appointment, blood glucose measured 50 mg/dl on the doctors' device, compared to a result of 110 mg/dl on the customer's meter when testing was performed, less than 5 minutes apart. It was stated customer was given orange juice by the doctor as a result, however, no other actions were taken or treatment reportedly received. A request was made for the return of the suspect device and replacement product was sent.